Manufacturer narrative:
The customer reported that the unit was not in use on a patient.

Event description:
The customer reported that the unit has high pressure alarms, pressure reading high. The customer contacted product support and the biomed reported the unit failed pvt pressure accuracy testing with an analyzer reading of 70 with a set of 10. Average machine and proximal readings not captured. Product support advised to perform the pressure accuracy per the manual and compare the machine and proximal readings to the analyzer. Provided parts ID for the da pcba if needed. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
The data acquisition (da) pcb was returned for failure investigation. The customer complaint of high-pressure alarms could not be duplicated. The returned da pcb passed all testing. There was no fault found. The flow sensor assembly was also returned for failure investigation. The customer complaint was verified. The root cause was failure of o2 and airflow sensor, caused by u1 drifting out of calibration.

Manufacturer narrative:
The customer reported that the data acquisition (da) pcb was replaced but they were still having issues with the flows in the air flow accuracy test. The customer advised that at 120 lpm reading on analyzer is reading 143 lpm. The product support suspected the flow sensor assembly as what¿s causing the issue. Product support provided the customer with the part ID for flow sensor assembly. The customer responded that the problem was corrected with flow sensor replacement.